Event description:
It was reported that insulin was squirting out of the end of the tubing. It was mentioned that this may have been due to a possible vent blockage. Advised reservoir would be replaced. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.